Event description:
The MFR representative reported the pt was experiencing morphine withdrawal symptoms. A rotor study was done that indicated a possible pump stall.

Event description:
Additional information from the hcp reports the patient had also been experiencing increased pain. The pump had been found to have more medicaton than expected. The pump and catheter were explanted and replaced on 01/2006. The pump due to roller failure and the catheter due to "twisted a lot"